Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of six (6) years, 10 months due to motion restricted leaflets and severe mitral stenosis. Per the medical records, the patient presented with nyha class iii heart failure. The tmvr was performed with a 26mm 9750tfx valve without complications. The patient was transferred to the recovery unit in stable condition. On pod #1, the patient was discharged home in good condition.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (device codes, investigation findings, and investigation conclusions). H10: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique-related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique-related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.